Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event reported as (B)(6) 2018; exact date is unknown. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during use they found that the patient specific peek implant (psi) was not flat enough. The skin was stretched and could not be closed. A new implant was necessary. This report is for one (1) (B)(4) peek implant. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: design review. An investigation was conducted into the device design to determine if the design contributed or caused the event. The CT scan information of this case was shared with depuy synthes r&d on 09.11.2017. The CT scan did not meet the requirements as specified in the CT/cbct scan protocol. However, the surgeon approval was received to continue with this provided patient scan. The skull of this case showed a defect on the left patient side. The design for the implant was created according to the relevant work instruction for psi design. The implant was designed with a standard thickness of 4 mm, an offset from the psi to the defect of 0.2 mm, a temporal cut and a slight reduction (flattening) of the outer device surface when compared to the mirrored surface of the native bone as requested by the surgeon. The unmet CT scan requirements and the temporal cut were mentioned and communicated to the surgeon on the approval document. Additionally, a verification of potential interference of the psi with the skull in the CT scan (with mimics v17) was performed. No interference with the bone has been be detected. Review of the case file; ¿patient specific implant design review checklist¿ for this implant showed that the implant was reviewed and approved by an independent reviewer according to the relevant work instruction for psi design. The signed approval letter was received on 06 dec.2020 without any additional comments and the production process was initiated. Timing: first device timeline under complaint: (B)(4); (B)(6) 2017: the CT scan was performed; (B)(6) 2017: the case data was received by depuy synthes r&d; (B)(6) 2017: the case has been created in the trumatch cmf internal case management system; (B)(6) 2017: the design has been completed and the approval letter was sent to the sales rep; (B)(6) 2017: surgeon approval was signed and received; (B)(6) 2017: the functional check device was printed and checked by an independent engineer; (B)(6) 2017: the manufacturing files were checked and released for production; (B)(6) 2017: the device was produced; (B)(6) 2017: the device was shipped; (B)(6) .2018: the surgery date. (Unsuccessful implantation of the device); (B)(6) 2018: the complaint (B)(4) was reported second device timeline under complaints : (B)(4) / (B)(4); (B)(6) 2017: the CT scan was performed; (B)(6) 2018: the case data was received by depuy synthes r&d; (B)(6) .2018: the case has been created in the trumatch cmf internal case management system; (B)(6) 2018: the design has been completed and the approval letter was sent to the sales rep; (B)(6) 2018: surgeon approval was signed and received; (B)(6) 2018: the functional check device was printed and checked by an independent engineer; (B)(6) 2018: the manufacturing files were checked and released for production; (B)(6) 2018: the device was produced; (B)(6) 2018: the device was shipped; (B)(6) 2018: the second surgery date; (B)(6) 2018: the removal surgery date; (B)(6) 2018: the complaint (B)(4) (see separate evaluation) was reported as well as the first complaint was reported again by the customer and recorded under complaint (B)(4). Per the description above the psi case file was reviewed. The investigation included a review of the documentation, forms, digital model (cad) files along with the surgeon report. The design was completed following the work instructions and verified as per the instructions. No design defect or deficiency potentially contributed to the complaint condition have been identified. This non-manufacturing investigation is therefore closed by product development as not valid regarding a design related root cause. Conclusion. The complaint was not confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: sd800.435, synthes lot number: l701951, release to warehouse date: 14. Dec. 2017, manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient stayed longer in the hospital (instead of end of (B)(6) 2018 patient stayed until (B)(6) 2018 due to second intervention).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during the initial surgery, the procedure did not lengthen because psi could not be implanted. Skin was closed without implant. During the second surgery on an unknown date, redesigned psi could be implanted and the surgery was completed successfully.